Manufacturer narrative:
Additional information.

Manufacturer narrative:
The heart mate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heart mate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 years 11 months 26 days the patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2016. It was reported that the patient was seen in clinic after calling emergency vad coordinator overnight to report problem with vad equipment. Patient stated that while on his vad mobile power unit (ac power) he touched a polyester blanket and experienced an electrostatic discharge at which time both his heartmate 3 pocket controller and mobile power unit began alarming. The patient stated he immediately changed power source to battery power at which time the mobile power unit appeared to be non-functioning. The patient moved the mobile power unit to a different outlet with the same results. On evaluation heartmate 3 vad and pocket controller appear to be in working order. On interrogation it appears patient went to mobile power unit and experienced two low voltage alarms about two seconds apart then no external power alarm two seconds later. The patients mobile power unit was evaluated and found to be non functioning as reported by patient. Aa batteries were replaced and ac cord were exchanged and unit remains non functioning. No additional information was reported.

Manufacturer narrative:
Approximate age of device- 2 years (calculated from date of manufacture). Manufacturer's investigation conclusion: the reported event of the mpu stopped functioning after esd event can be confirmed. The evaluation of the returned the mobile power unit serial number (B)(6) revealed a compromised/damaged power supply pcb components. As a result the unit was not able to supply power. The damaged power supply board was replaced and the issue was resolved, however the customer requested the mpu to be scrapped. Both the patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment heartmate 3 lvas instructions for use rev. D (document (B)(4): the patient care and management section warns about static electricity and explains how it should be avoided. The static electric discharge section explains that strong static discharges should be avoided. The alarms and troubleshooting section provides information regarding system alarms and steps to resolve them. Additionally, the safety testing and classification tables in section b of this IFU include electrostatic discharge information. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On november 12, 2019 abbott decided to recall the mobile power unit (mpu) related to mpu pcba damage caused by an esd event and this esd event also resulted in a hm3 motor reset. Unexpectedly the pump was able to restart and run on the backup battery. The mechanism of how the pump was able to restart is being investigated by CAPA per internal procedures.